Event description:
The rptr stated that he had tested, back to back, using different fingersticks with results of 153 and 197 mg/dl. He said that he was not experiencing any symptoms. Rptr stated that his meter had never been cleaned; he did not have time to troubleshoot with the lifescan rep.